Manufacturer narrative:
On (B)(6) 2018, the autopulse platform (sn (B)(4)) was service for preventive maintenance (pm). During the functional testing, the ap platform displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message. The investigation findings revealed that the root cause of ua07 was due to a defective load cell module 2. During visual inspection, the load plate cover was observed damaged. This type of physical damage on the ap platform may have attributed to user mishandling. The load plate cover was replaced. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The clutch plate was deburred to remedy this fault. The defected and faulty parts issues were not related to ua07 advisory. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. To remedy ua07 advisory, the load cell module 2 was replaced. The ap platform was then re-tested and passed all the functional tests. The ap platform is ready for clinical use.

Event description:
During service evaluation, the autopulse platform (sn (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on.